Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The production record was reviewed and there was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. The sub-assembly production record review was completed for the fiber bundle, o-ring, polycarbonate molded components and raw materials used in the production of the finished dialyzer lot. All materials were within acceptable parameters. Also, as part of the investigation, the reported dialyzer lot sub-assembly components were compared to the corresponding bill of materials. It was confirmed that the correct components were used during the manufacture of dialyzer lot 19ju06023. The lot history review was performed and there were no other reported complaints noted against the lot.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal and a possible causal relationship between the fresenius optiflux 160nre dialyzer and the patient¿s reaction (characterized by difficulty breathing, nausea, feeling hot, and his face becoming flushed during the hd treatment) resulting in cardiac arrest and subsequent death. Although rare, hypersensitivity or anaphylactoid reactions to optiflux dialyzers are a known risk during hemodialysis. There is no evidence of an optiflux 160nre dialyzer product deficiency or malfunction. Additionally, although the patient experienced an adverse reaction during treatment, there is no allegation of a product malfunction or deficiency related to this event. Furthermore, the ER records do not document any dialysis reaction as a cause of the adverse event. This patient experienced a cardiac arrest event three weeks prior to death which resulted in severe complications of acute renal failure and ischemic encephalopathy. Patients with acute renal failure are at increased risk for mortality. Based on the available information, the fresenius optiflux 160nre dialyzer could have contributed to the patient adverse event. The cause of the cardiac arrest cannot be concluded. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A voluntary medwatch was received from a hemodialysis (hd) clinic. The clinic reported that on (B)(6) 2019 an acute renal failure patient was initiated on their first in-clinic hd treatment. The patient arrived at the clinic alert and oriented. Their pre-treatment vitals were blood pressure (bp) 163/101, pulse 66, and temperature 97°. At approximately 1725 hours hd treatment was initiated via chest central venous catheter (cvc) utilizing the fresenius 2008t machine, optiflux 160nre dialyzer and fmc bloodlines. Within approximately five minutes of treatment initiation the patient complained of difficulty breathing, nausea, feeling hot, and their face becoming flushed. The patient reported not feeling right and became unresponsive. Cardiopulmonary resuscitation (CPR) was initiated and 911 was called. The dialysis treatment was terminated, and blood was not returned to the patient (estimated blood loss (ebl) unknown). The patient was transferred to the hospital where they expired. Additional information was obtained through follow-up with the hd clinic administrator/supervisor. This patient was in acute renal failure due to a cardiac arrest event on (B)(6) 2019. The patient had been receiving hd treatments during their hospitalization with the initial treatment suspected as (B)(6) 2019. The dialyzer was reported as an f180; however, the hd clinic could not confirm the manufacturer. On (B)(6) 2019 the patient arrived at the hd clinic for their first treatment at the clinic. The patient reported the aforementioned symptoms shortly after treatment initiation prior to going into cardiac arrest. There was no physician on site at the hd clinic at the time of the patient going into cardiac arrest; therefore, the clinic did cardiopulmonary resuscitation (CPR) only. No normal saline or other drug was administered by the hd clinic during the cardiac arrest event. Unspecified drugs were administered by emergency medical services (ems) personnel upon arrival to the clinic and during transport of the patient to the emergency room (ER). The patient expired in the ER. The notes from the ER do not list a cause of death for the patient. The notes stated the chief complaint was cardiac arrest and cardiac failure. There was no mention in the ER notes of a reaction to the dialyzer and no allegation of a product malfunction. In addition to the patient¿s initial cardiac arrest event on (B)(6) 2019, the patient¿s medical history includes diabetes, hypertension, hyperparathyroidism and ischemic encephalopathy as a result of the cardiac arrest event in (B)(6).